Event description:
It was reported that the pacemaker had declared safety mode. The pacemaker remains in service and no adverse effects have been reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that the pacemaker had declared safety mode. The device was explanted and returned for analysis. No additional adverse patient effects were reported.